Manufacturer narrative:
H.6. Code 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications. The sheath was discarded at the facility and is not available for investigation. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). It was reported that the physician felt resistance inserting 24fr sheath into the left iliac artery. According to the IFU, do not attempt to advance the introducer sheath or dilator if resistance is felt. Continued advancement or retraction against resistance may result in major bleeding, vessel damage, serious injury to the patient, or damage to the other device. Adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.

Manufacturer narrative:
A review of the manufacturing records for the device will be conducted. The evaluation is in process. The sheath was discarded at the facility and is not available for investigation.

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of a thoracic aortic aneurysm impending rupture using two gore® tag® conformable thoracic stent grafts with active control system and a gore® dryseal flex introducer sheath. The 24fr gore® dryseal flex introducer sheath was inserted from the left access. Reportedly, during the advancing of the 24fr sheath, there was resistance. Then, two gore® tag® conformable thoracic stent grafts with active control system were implanted as planned. Upon the 24fr sheath was removed, the angiography revealed a dissection at the bifurcation of the left internal iliac artery and the left external ilia artery. A gore® viabahn® endoprosthesis was implanted in the left common iliac artery to the left external iliac artery. It was reported, it was noted that the left internal iliac artery had no blood flow and seemed occluded, since before the procedure. The patient tolerated the procedure. Reportedly, the patient access vessel condition had been not well (the detail was unknown).